Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture. During the revision procedure the fluoroscopy image showed that the lead had dislodged. The lead was surgically abandoned as the physician experienced difficulty explanting the lead, thus it was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported as a result of the revision procedure.